Manufacturer narrative:
D9 - date returned to mfg: 20-oct-2025. H3: one used sample was received for evaluation. Visual inspection was performed, and no damage or anomalies were identified. A syringe was attached to the pilot balloon of the tube and slowly inflated with 5ml of sterile water per packaging directions. The cuff of the set was observed to inflate symmetrically. The customer complaint of not inflating evenly cannot be replicated or confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff was not inflating evenly. The event occurred during pre-test at the hospital. The operator of the device was a health professional. They did not use the defective product and opened a new one with no issue. This is an out of box failure.